Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the findings is attributed to the video cable being broken (component failure). The evaluation also identified additional findings of damage to the fibre bonding in the outer tube area (distal end) and the protector of the video cable section was cut. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not display the image correctly and had small crack in the rubber of the equipment. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not display the image correctly and had small crack in the rubber of the equipment. No patient harm reported.